Event description:
It was reported to boston scientific corporation that a prolieve thermodilitation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, the physician reported that they were not able to insert the catheter tip into the patient's penis because the catheter tip was too flimsy. They tried to insert the catheter into a cystoscope with a guide wire, but the catheter still could not be inserted. The physician aborted the procedure. There were no complications and the patient's condition was reported as fine. Follow up with the complainant revealed the tip was really soft and the tip buckled even with the guide wire through it.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilitation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, the physician reported that they were not able to insert the catheter tip into the patient's penis because the catheter tip was too flimsy. They tried to insert the catheter into a cystoscope with a guide wire, but the catheter still could not be inserted. The physician aborted the procedure. There were no complications and the patient's condition was reported as fine. Follow up with the complainant revealed the tip was really soft and the tip buckled even with the guide wire through it.

Manufacturer narrative:
(B)(4) for the reported event of device tip bent. (B)(4) for the reported event of device catheter folded. (B)(4) for the reported event of device catheter difficult to insert.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The returned catheter was the legacy style catheter with a blunt tip, not the coude tip. Product analysis found no issues with the returned device. The legacy style catheter lot # 681212 was distributed with kit lot # 689751, which expired in june 2011. The procedure date for this complaint is (B)(4) 2012, indicating the customer used an expired prolieve kit to perform this procedure. The prolieve system directions for use (dfu) instructs the user to ''inspect the kit packaging for physical damage and expiration date prior to use'' as part of the instructions for use. Additionally, the event description indicates the customer tried to insert the catheter into a cystoscope with a guide wire to place it in the patient's prostate. When the catheter cannot be inserted without the use of a guide wire, the instructions for use section of the dfu suggests the physician use a cystoscope for placement of a guide wire. The guide wire can then be used to place the catheter through the bladder access lumen. The dfu does not instruct the user to place the catheter in the cystoscope, because doing so could cause injury to the patient. The most probable root cause for the use of expired product and the placement of the catheter into the cystoscope is user error. Although the kit was used past its expiration date, product analysis found no problems with the returned device. The product analysis showed no evidence of the alleged issues or any defect which could have contributed to the event; therefore, the root cause for this complaint is not confirmed.